Event description:
Reportedly, the ventricular lead impedance curve recorded in device memory showed high impedance (>3 kohm). However, during the latest follow up on (B)(6) 2010, normal measurement was obtained.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).